Manufacturer narrative:
(B)(4). The customer returned one 10 ml lor syringe and one epidural needle with stylet for investigation. A visual exam was performed and there were no defects observed. Functional testing was also performed and no issues were detected. A device history record (DHR) review was performed on the epidural needle and the lor syringe with no relevant findings. The reported complaint of a disconnection between the lor syringe and the epidural needle could not be confirmed based on the samples received. The returned components would connect and remained connected during injection. No leaks were detected. A DHR review was performed on the lor syringe and epidural needle with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned components.

Event description:
The customer alleges that the connection between the syringe and tuohy needle was impossible. The syringe disconnects as soon as the surgeon tried to find th epidural space. There were no clinical consequences; the device was replaced without issue.

Event description:
The customer alleges that the connection between the syringe and tuohy needle was impossible. The syringe disconnects as soon as the surgeon tried to find the epidural space. There was no clinical consequences; the device was replaced without issue.

Manufacturer narrative:
Qn # (B)(4). The device sample was not returned for eval at the time of this report.